Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that chest pain occurred. The target lesion was located in the severely tortuous mid to distal right coronary artery (rca). Three stent were deployed, in order from proximal side: a non-bsc drug-eluting stent, a 3.00 x 20 synergy drug-eluting stent, and a second non-bsc drug-eluting stent. Several months post procedure, the patient presented with chest pain. The lesion was observed by performing coronary angiography (cag) and optical coherence tomography (oct). Thrombus was confirmed at the distal edge of the non-bsc stent which was implanted at the most proximal side. Thrombus was not present in the synergy stent, however, the physician felt its involvement could not be ruled out. No further patient complications were reported and the patient's status was good.